Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), abdominal pain ("severe abdominal pain") and autoimmune disorder ("auto-immune disorder") in a 44-year-old female patient who had essure (batch no. 975391) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included shellfish allergy. In 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal/heavy menstrual bleeding/abnormal bleeding (menorrhagia)"), dyspareunia ("pain during intercourse"), migraine ("migraines"), dysgeusia ("metallic taste in her mouth"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), multiple allergies ("allergies"), connective tissue disorder ("connective tissue disease"), arthritis ("arthritis"), fibromyalgia ("fibromyalgia"), vaginal infection ("vaginal infections") with vaginal discharge, urinary tract infection ("urinary tract infection"), cystitis ("bladder infection") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, back pain, dyspareunia, migraine, multiple allergies, connective tissue disorder, arthritis, fibromyalgia, dysgeusia, alopecia, vaginal infection, urinary tract infection, vaginal haemorrhage, cystitis, headache and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthritis, autoimmune disorder, back pain, connective tissue disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fibromyalgia, headache, menorrhagia, migraine, multiple allergies, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. ¿concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received. Reporter information was added. This case concerns 44 year old patient. Her demographic was updated. Her concurrent condition was added. Essure indication was amended. Essure lot number was added. Following events: urinary tract infection, abnormal bleeding (vaginal), bladder infection, headaches, nickel allergy, pelvic pain and she did not undergo an essure confirmation test. She had recovered from all the events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), abdominal pain ("severe abdominal pain") and autoimmune disorder ("auto-immune disorder") in a 44-year-old female patient who had essure (batch no. 975391) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included shellfish allergy. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal/heavy menstrual bleeding/abnormal bleeding (menorrhagia)/abnormal bleeding (vaginal, menorrhagia)/prolonged and heavy bleeding within first few months of implant"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines/migraines / headaches"), fibromyalgia ("fibromyalgia/autoimmune disorder type of disorder: fibromyalgia"), dysgeusia ("metallic taste in her mouth/allergic or hypersensitivity reaction type: metallic taste in mouth"), alopecia ("hair loss/hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)/abnormal bleeding (vaginal, menorrhagia)") and headache ("headaches/migraines / headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), multiple allergies ("allergies"), connective tissue disorder ("connective tissue disease"), arthritis ("arthritis"), vaginal infection ("vaginal infections") with vaginal discharge, urinary tract infection ("urinary tract infection/infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("bladder infection") and allergy to metals ("nickel allergy"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6). 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, back pain, dyspareunia, migraine, multiple allergies, connective tissue disorder, arthritis, fibromyalgia, dysgeusia, alopecia, vaginal infection, urinary tract infection, vaginal haemorrhage, cystitis, headache and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthritis, autoimmune disorder, back pain, connective tissue disorder, cystitis, dysgeusia, dysmenorrhoea, dyspareunia, fibromyalgia, headache, menorrhagia, migraine, multiple allergies, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. ¿concerning the injuries reported in this case, the following one were described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6). 2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and autoimmune disorder ("auto-immune disorder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal/heavy menstrual bleeding"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), multiple allergies ("allergies"), connective tissue disorder ("connective tissue disease"), arthritis ("arthritis"), fibromyalgia ("fibromyalgia"), dysgeusia ("metallic taste in her mouth"), alopecia ("hair loss") and vaginal infection ("vaginal infections") with vaginal discharge. The patient was treated with surgery (underwent a bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, autoimmune disorder, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, multiple allergies, connective tissue disorder, arthritis, fibromyalgia, dysgeusia, alopecia and vaginal infection outcome was unknown. The reporter considered abdominal pain, alopecia, arthritis, autoimmune disorder, back pain, connective tissue disorder, dysgeusia, dysmenorrhoea, dyspareunia, fibromyalgia, menorrhagia, migraine, multiple allergies and vaginal infection to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.